Manufacturer narrative:
(B)(4). This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device trigger was sticky and the hosing was bent. The device also failed pretests for sticky triggers and roundness of housing. The assignable root cause was traced to component damage from normal wear. UDI:(B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the battery handpiece device trigger was sticky and the hosing was bent. It was further determined that the device failed pretests for sticky triggers and roundness of housing. It was noted in the service order that too much force was needed to tighten the device lid onto the modular drive when power module was loaded. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.